Event description:
The fenestration (holes) were uneven and sharp on six tracheostomy tubes. It is unk how long the devices were in use or what type of trach care was performed. Add'l info regarding the reported event(s) and device usage has been requested. As of the date of this submission the info has not been received. There was one (1) of the six (6) m4pt device was available to be returned to the MFR for analysis and investigation. The m4pt was received on 2/17/97.